Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-07845. It was reported that the burr became stuck on the rotawire and rotawire fracture occurred. The target lesion was located in the severely calcified mid of left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire for treatment. During procedure, upon first ablation, the physician noted that the burr was unable to be removed from the wire. Then the burr and the wire were removed together from the patient's body. The physician attempted to remove the rotawire from the burr outside the patient's body and it was noted that the rotawire broke. The procedure was completed with another of the same burr and rotawire. No patient complications reported and the patient's status was good.